Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated they "found the mrx cant' open to use". There was no patient involvement.